Event description:
It was reported by the physician that the patient's vns had showed high impedance during a system diagnostic test. It was noted the patient had seen a physician a week prior to the visit and diagnostics were ok at that time and within normal limits. The patient had experienced a seizure between the two visits, but she insisted that no trauma had occurred to the vns site. X-rays were taken after the high impedance was identified, but the images were inconclusive and did not show a definite lead break. The physician had decided to leave the vns programmed on at the time the high impedance was observed as she believed the patient was still receiving therapy. Clinic notes were received from a different physician in regards to the high impedance observed. This physician had concerns about leaving the vns programmed on while the vns showed high impedance and instructed for the vns to be programmed off, which was performed. The patient had experienced an increase in seizures, still below pre-vns baseline, but had since returned to baseline after increasing her medications. The patient has been referred for vns lead revision; however, no known surgical interventions have occurred to date. No additional relevant information has been received to date.

Event description:
Additional information received noting that the patient will now have their vns device explanted. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the reason for the planned explant surgery is due to significant discomfort at the battery site and MRI incompatibility. No known surgical intervention has occurred to date. No other relevant information has been received to date.